Event description:
Customer reportedly obtained results of 600mg/dl, 500mg/dl, and either 136mg/dl or 146mg/dl on the aviva system within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement sent.